Event description:
Boston scientific received information that during a routine follow up, this pacemaker exhibited elective replacement time (ert) and was set to aai pacing configuration. High out of range pace impedance measurements were noted on the right ventricular (rv) lead. Rv fracture was suspected. Rv pacing was not captured and high threshold measurements were noted. Surgical intervention was performed to replace the pacemaker. A new device was implanted, connected to the existing leads, and programmed to aai. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Information suggests that this pacemaker is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.